Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image could not be displayed due to a cable unit and camera unit malfunction. The cable unit appears twisted and deteriorated; the camera unit has deformation. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. The potential cause of the identified failures is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the investigation results, no non-conformances were found related to this complaint. To mitigate risk/harm to the patient, the instructions for use provides the following: ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the camera head had no image. The problem was occurred during preparation for use/prior to sedation. There were no reports of patient harm.